Event description:
It was reported an external leak was observed originating from the blood pump of a prismaflex hf1000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the access pre pump line. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. The baxter manufacturing plant has several control measures in place to help identify failure modes of this nature such as in-process integrity testing of the filter before deposit on support plate, 100% final integrity testing, and functional testing on a sampling basis during release controls. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.